Event description:
A (B)(6) male patient underwent abdominal hernia repair on (B)(6) 2009. The product, (B)(4), (catalog no. 606-300-016), (lot no. 0906041) manufactured in (B)(4) 2009 with an expiration date of 06/2012 was implanted on (B)(6) 2009 to close the abdominal wall defect. The patient was discharged to rehabilitation on (B)(6) 2009. On (B)(6) 2009, the patient presented with a fever and a small amount of wound breakdown/drainage. A microbiological culture was obtained and was positive for (B)(6). The patient was treated with antibiotics and returned to rehabilitation on (B)(6) 2009. No drainage was necessary. The manufacturing records for this product lot were reviewed including the sterilization records and everything was in order. It is probable that the infection was a result of the surgical procedure. There was no device failure.